Manufacturer narrative:
Report source: regional supply chain-logistics supervisor. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the sets leaked unspecified fluids at an unknown location .the customer confirmed that there was no patient harm. Although multiple attempts made there was no additional event details provided at this time.

Manufacturer narrative:
Supplemental created to cancel 2nd emdr suspect 2420-0007 lot 19106413 as it is reflected in the new file (B)(4). Additional information provided by the customer determined that there were 2 patient events, therefore a new file and MDR has been created. Please reference manufacturer report number 9616066-2020-00042 (emdr 341747).

Event description:
It was reported that the set leaked unspecified fluids at an unknown location .the customer confirmed that there was no patient harm. Although multiple attempts made there was no additional event details provided at this time.